Manufacturer narrative:
Other, other text: the device was returned to the regional facility, however the device was shipped back to the customer per the customer's request. No analysis will be performed on this device. If the device is received for evaluation at a later date or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact h3 other text : product returned to customer.

Event description:
The radical 7 screen becomes unresponsive and freezes and [the] cable has a disconnection. There was no patient impact or consequence reported.